Event description:
Customer alleged the casters have shattered. (B)(4). No injury alleged.

Manufacturer narrative:
Consumer was in (B)(6) when the casters allegedly shattered. No casters were in stock, new chair sent out on (B)(4).